Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 418 mg/dl. Customer¿s current blood glucose is unknown. Customer had frozen display and could not clear alert from pump. The customer was in hospital due to chronic obstructive pulmonary disease, aorta valve stenosis and blood clot. The insulin pump will not be returned for analysis.